Event description:
It was reported that the device was removed and replaced with an ams inflatable penile prosthesis. The reason for the removal was requested, but was not provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.